Manufacturer narrative:
The hba1c reagent lot number was 73699601 with an expiration date of 30-nov-2024. The last calibration was performed on 29-dec-2023 and it was acceptable with no noted alarms. On the day of the event, the qc recovery was initially within range then it went high out of range then back within range. The pre-analytical information was provided and was ok. The alarm history was provided from elab performance instead of the instrument. The history contained multiple alarms including abnormal aspiration (sample probe), sample foam detection, sample clot detection, and abnormal aspiration alarms indicating a possible poor sample quality. The field service engineer (fse) found a cracked vacuum line. He replaced the vacuum line and checked the rinse levels and the probe alignments. The fse verified the instrument by having the customer repeat (B)(4) samples and they were all successful. The service actions (replacing the vacuum line and checking the rinse levels and the probe alignments) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable results for 7 patients' whole blood samples tested with the hba1c on a cobas 8000 cobas c502 analyzer (c1) when compared to a different cobas 8000 cobas c502 analyzer (c2). Sample 1 (patient 1): on (B)(6) 2024: initial result: 9.3%. On (B)(6) 2024 a new sample was tested and resulted in 7.0%. This sample was then repeated and resulted in 7.2% (tested on c1) and 6.9% (tested on c2). The original sample was then repeated and resulted in 7.1% (tested on c1) and 7.0% (tested on c2). Sample 2 (patient 2): on (B)(6) 2024: initial result: 12.4%. On (B)(6) 2024 a new sample was tested and resulted in 10.0%. This sample was then repeated and resulted in 6.9% (tested on c1) and 6.7% (tested on c2). The original sample was then repeated and resulted in 7.1% (tested on c1) and 7.0% (tested on c2). Sample 3 (patient 3): on (B)(6) 2024: initial result: 9%. On (B)(6) 2024: repeat result: 8.5% (tested on c1). Sample 4 (patient 4): on (B)(6) 2024: initial result: 10.3%. On (B)(6) 2024: repeat results: 9.0% and 8.9% (tested on c1). Sample 5 (patient 5): on (B)(6) 2024: 9.5%. On (B)(6) 2024: repeat results: 7.7% and 7.9% (tested on c1). The physician questioned the results. The samples were then repeated. The following repeat results were deemed to be correct: sample 1: 7.0% (tested on c2). Sample 2: 6.7% (tested on c2). Sample 3: 8.5% (tested on c1). Sample 4: 9.0% and 8.9% (tested on c1). Sample 5: 7.7% and 7.9% (tested on c1). Reportedly, amended reports with the correct results were issued.